Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("CT scan showed that the inner part of the right insert had come out of the coil and was floating in my abdominal cavity") and procedural pain ("I had severe pain while it was being inserted") in a female patient who had essure inserted. Other product or product use issues identified: device use error "first insert on the right side bent during insertion". Concomitant products included oxycocet (percocet). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and procedural pain (seriousness criterion medically significant). At the time of the report, the device dislocation and procedural pain outcome was unknown. The reporter considered device dislocation and procedural pain to be related to essure. The reporter commented: cross referenced with plaintiff case (B)(4). Concerning the injuries reported in this case, the following one/ones were reported via social media: procedural pain, device use error, device dislocation. Most recent follow-up information incorporated above includes: on 1-mar-2018: social media-event device dislocation was added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.